Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the left bundle branch right ventricular (rv) lead the patient experienced severe interventricular block which lead to pacing failure of the lead. The lead was attempted not used and replaced. No further patient complications have been reported as a result of this event.